Event description:
A us distributor reported that an electrode belt does not communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation trunk cable connector j702, pin 1 on the distribution node pca was cracked. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.